Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis. The lead was returned in two parts. External insulation damage was found at 51.0cm-52.0cm from the distal tip consistent with lead friction to the ICD. The ring electrode cables were intact at this area of external insulation damage. The returned lead parts exhibited normal electrical characteristics.